Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that there was a constriction inside the tracheal tube lumen. No constrictions were observed inside the bronchial tube lumen. The inner diameter of the bronchial lumen was found to be within specification; however, the inner diameter inspection gauge would not pass through the tracheal lumen. A current production lot at the manufacturing facility was inspected for adaptor assembly and funnel assembly and no issues were detected. Based on the investigation performed, the reported complaint was confirmed. It was found that the inspection gauge could not pass through the tracheal lumen of the returned sample. Simulation testing conducted on samples from a current production lot at the manufacturing facility did not show any issues. It is possible that the failure was not detected during the inspection process during production. A non-conformance was opened to further investigation this issue.

Event description:
The customer alleges that during intubation, for general anesthesia, they noted a constriction of the internal diameter of the tracheal tube, at the level of the "y" that did not permit the introduction of the fiberscope. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during intubation, for general anesthesia, they noted a constriction of the internal diameter of the tracheal tube, at the level of the "y" that did not permit the introduction of the fiberscope. No patient injury reported.

Manufacturer narrative:
(B)(4). The following information was received from the manufacturing site: as part of the root cause investigation, a CAPA was opened to implement corrective/preventative actions as the non-conformance could be re-created through an inadequate drying time for the bond between the adaptor and the double lumen tube.

Event description:
The customer alleges that during intubation, for general anesthesia, they noted a constriction of the internal diameter of the tracheal tube, at the level of the "y" that did not permit the introduction of the fiberscope. No patient injury reported.